Event description:
A malfunction was reported, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue arose again, which the customer understood.